Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d4: UDI #: unknown/not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the right eye treatment, the meniscus moved in, and the flap side cut was not completed fully. Doctor was able to lift the flap and complete the lasik treatment. Hissing sounds were heard from the suction ring during the side cut creation. No additional information was provided.